Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad office mgr reported that after approx 3 months of support, the pt was urgently transplanted due suspected thrombus in the pump.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.